Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 24-june-2024, it was reported by the patient that he was hospitalized due to hypoglycemia. He was hospitalized on (B)(6) 2024 and was still in the hospital. He was treated with glucose and wife fed him a meal. No further information was available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.